Manufacturer narrative:
Covidien reference #: (B)(4), date of initial report: 11/06/2015. The site has indicated that the incident unit will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefx8cas generator was in use during a heart surgery on a small child, during which a burn occurred on the patient's nose, above the location of an eeg electrode. The customer believes that the burn was not caused by the generator. No further information regarding this incident is available from the site.